Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery. There were no adverse events to the patient.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery. There were no adverse events to the patient.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. Both cylinders had wear at folds in the cylinder body. The first cylinder had leaks in the body result of sharp instrument damage which likely occurred during the explant surgery. Due to this situation, the first cylinder could not be functionally tested. The second cylinder performed within specification. The pump was visually and microscopically examined, identifying the kink resistant tubing (krt) had holes on the surface; however, these were result of sharp instrument damage likely occurring during the explant procedure. Functional testing on the pump did not identify any anomalies. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available and analysis results, the reported allegations of mechanical and inflation issues could not be confirmed.